Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. Following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding and dyspareunia. It was reported that the patient underwent mesh removal on (B)(6) 2013 due to erosion.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with cystoscopy to prove bladder & urethral integrity, video hysteroscopy, suction & sharp d&c with removal of an endometrial polyp & endometrial ablation performed with thermachoice device.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent retropubic sling placement and cystoscopy on (B)(6) 2013 due to sui, desiring retropubic sling. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.